Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to sections h6: component code and type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The esheath+ device was returned for evaluation, and the following observations were made: sheath shaft curvature, liner lifted 3.25in from distal strain relief with remaining liner unexpanded, liner puncture on the full length of the sheath shaft, first liner strand starting at 9in from distal strain relief (0.25in long), second liner strand starting at 9.5in from distal strain relief (1in long), distal tip opened as designed, c-marker present, hdpe fold starting at 8.75in from distal strain relief (1.5in long), and hdpe damage along the liner puncture. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed tortuosity and calcification in the patient's left access vessel. In this case, the complaints of inability to advance through sheath, liner punctured and sheath liner strand are confirmed based on the returned device evaluation and provided imagery. The device evaluation revealed a liner puncture and liner strands. Per the IFU, ''insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance'' and ''suture sheath in place''. Per the training manual, ''following proper valve crimping technique and ensure valve is delivered as straight as possible''. If the sheath was not sutured, this may lead to instability during delivery system advancement and result in non-coaxial alignment between the devices. Additionally, if the sheath was torqued during procedure, this may further contribute to non-coaxial advancement. Per imagery review, tortuosity was observed in the patient's left access vessel. Tortuosity can promote sub-optimal angles that can contribute to non-coaxial alignment during delivery system advancement. Non-coaxial advancement may cause resistance through increased interactions between the system and sheath. High push force used to overcome any resistance when navigating challenging anatomy coupled with non-coaxial advancement trajectories can lead to liner puncture and liner strand due to direct interaction with crimped valve (e.g. Catching of bent strut). As such, available information suggests that use error (sheath not sutured), patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Observation of the returned device prior to decontamination revealed two liner strands near the distal strain relief, the first approximately 9in adjacent and the second approximately 9.5in adjacent; the length of each strand was 0.25in and 1in, respectively.

Manufacturer narrative:
A supplemental MDR is being submitted due to pre-decontamination findings of the returned device. Section b4, b5, d9, g3, g6, h2, h3, h6: device code(s) and type of investigation have been updated. Additions to sections b5, d9, h6: device code(s) and type of investigation. Correction to section h3. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the s3ur valve (loaded on the 29mm commander delivery system (ds)) was unable to advance through the 16fr esheath+ and became stuck at the aorto-iliac bifurcation. A tear was observed in the esheath+ seam and the esheath+ had perforated the abdominal aorta. It was noted that the esheath+ was not sutured in place. The esheath+ may have also been twisted at some point during advancement. The operating team panned down when resistance was felt with the esheath+, but by then the s3ur valve had punctured the abdominal aorta. In response, the s3ur valve and ds were retracted back into the esheath+. During navigation of the system for removal out of the patient, the s3ur valve exited the distal tip of the esheath+ and lodged into the patient's right femoral artery. It is hypothesized that the esheath+ may have begun to split in the right external iliac. A surgical cut-down was performed in order to remove the devices. A coda balloon was utilized and stent grafts were implanted to stop the bleeding. Chest compressions, epinephrine and a blood transfusion were given to restore the patient's blood pressure (bp). Once the patient's bp was stabilized, a second 29mm sapien 3 ultra resilia valve was prepped. Prior to the second valve being advanced through the second 16fr esheath+ on the patient's left side, the patient became unstable again. Nevertheless, the second valve was advanced and successfully deployed. However, the patient was unable to recover and expired.

Manufacturer narrative:
The investigation is ongoing.